Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease was observed. White particles observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted and replaced.